Manufacturer narrative:
Unique device identifier (UDI): for type of device: set, i.v. Fluid transfer.

Event description:
A picu patient requiring infusion of dobutamine to be emergency started. We tried to prime the tubing, but we were unable to do so.

Event description:
A picu patient requiring infusion of dobutamine to be emergency started. We tried to prime the tubing, but we were unable to do so.